Manufacturer narrative:
Device evaluation: no parts were returned to the manufacturer for physical evaluation. The 2008k2 hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res) due to the reported event. The res performed the uf problem identification procedure with the customer and the machine failed the uf balance error portion of the checklist. The volume removed from the simulated patient was 940 ml (found by subtracting what was left in 2000 ml cylinder after one hour). The uf output collected in our other cylinder was 1004 ml, a difference of 64. The maximum allowable error per procedure is 30 ml. The machine passed all other tests. Functional checks were performed. Per the biomedical technician (biomed) at the facility, the machine has been removed from service permanently. A records review was performed on the reported device serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework during the manufacturing process which could be related to the reported event. Additionally, a review of the device history record (DHR) confirmed the results of the in-progress and final quality control (qc) testing met all the requirements. Clinical investigation: there is documentation to show a causal relationship between the patient event of excess fluid removal resulting in subsequent hypertension and loss of consciousness with hospitalization and the fresenius 2008k2 hemodialysis machine. The machine evaluation found that the ultrafiltration (uf) balance error failed testing during the uf problem identification procedure.

Event description:
A user facility reported that a patient became hypertensive during their hemodialysis (hd) treatment. Per the facility, too much fluid was removed during their treatment, resulting in the patient being hospitalized. Hospital course and patient disposition is unknown. Per the facility, the 2008k2 machine ultrafiltration (uf) volume calibration revealed it was removing 0.3ml more than it was supposed to per stroke (total volume unknown). The machine was removed from service and a fresenius regional equipment specialist (res) evaluated the machine. The uf problem identification procedure was performed and the machine failed the uf balance error portion of the checklist. Per the res, all other tests passed. The biomedical technician at the customer location stated the machine has been removed from service permanently. Additional patient demographics details was requested; however, not provided